Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned and the customer's complaint was confirmed. Device evaluation found the following: due to a pinhole on universal cord, water tightness is lost. Due to damage on ccd (charged coupled device) unit, the image has white dots. Due to damage on ccd unit, a noise image occurs. Lg (light guide) lens has discoloration. Distal end has a scratch. The number of broken wire in bending tube blade exceeds the standard value adhesive on a-rubber (bending section cover) is detached. Control unit has a scratch. Universal cord has a cut. Lg connector has a scratch. Video cable has a buckling. Connecting tube has a scratch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that water invaded the device, which damaged the circuit board inside video connector, and caused an abnormal 3d image. The event can be prevented by following the instructions for use (IFU): ltf-190-10-3d operation manual chapter 3 preparation and inspection 3.6 inspection of the endoscopic system_ inspection of the endoscopic image. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus field service engineer, that the endoeye flex 3d deflectable videoscope master connector was not working. It was also noted that a ms05 sync error occurred intermittently. There was leakage at the video cable and play was seen near the boot. The slave connector was working correctly with both processors. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.